Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2008 and that it had performed to specification up to return to heartsine in (B)(6)2012. Of the information obtained from the device there was no evidence that the device may have been switching itself on automatically as reported. Investigation confirmed that the returned device and pad-pak (battery) from lot a961 performed to specification and was able to deliver therapy within the acceptable limits. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.